Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product : 4076-52 lead, implanted (B)(6) 2005. A 6949-65 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the device indicated elective replacement (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.